Event description:
The vessel sealer stopped working in the middle of the surgery. A new sealer had to be opened to complete the procedure. Product had patient contact but no patient harm. Product is available to be returned to the manufacturer. Manufacturer response for robotic vessel sealer, (brand not provided) (per site reporter): RMA will be sent.